Event description:
It was reported that the patient fell against a pillar and hit her head at the implanted side. The patient's mother noticed afterwards that the hearing perception of her child was very poor. They went to the clinic to check the system. According to the local audiologist, the external parts work properly. Testing was carried out which showed the following results: implant electronics seem to be ok (coupling and integrity). 6 channels are hi and channels 2, 6 and 7 are at around 6 kohm, but status is not determinable (--). Channels 11 and 12 are ok. The ground path impedance is determinable. An x-ray was performed, which did not show any irregulations.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.